Manufacturer narrative:
The returned device was evaluated and found the cannula assembly not deployed. The downloaded data showed that the first priming sequence ended prematurely at 28 pulses and was deactivated at 38 pulses. Timeouts in pulse widths were also present. The ratchet gear was found to not be in its expected starting position, resulting in an early completion of first prime. This led to the needle not deploying during the second priming sequence. The top battery voltage was measured much lower than expected. Corrosion was observed on the circumference of the top and bottom batteries, although it cannot be determined how this corrosion occurred. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports upon application of a pod the needle did not deploy and that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.